Event description:
Underdelivered. It was not specified if this occurred while infusion on a patient. The facility representative stated that no patient incidents were reported on this pump since the last baxter service event.